Event description:
Rv lead was explanted and replaced due to low rv sensing detected through device interrogation. Rv sensing was less than 2.0mv. No adverse patient events reported. Should additional information become available, it will be added to this file

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The lead body showed signs of abrasion. However, the insulation was not breached. A thorough analysis of the lead did not show any deviations which might have led to the reported undersensing. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.